Event description:
Procedure: colon resection. Patient sex: unknown. Reportedly, at the 1st fusion the electrosurgical seal was only correct on one side of the seal. This required suturing with thread. At the 2nd rusion, the generator did not work at all so the surgeon did not use the system at all to finish this surgery.